Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. It was determined that the oversensing occurred during an unrelated procedure where cautery was utilized. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).